Event description:
Surgeon was impacting atriathlon cr insert into a cemented triathlon baseplate and he noticed the insert had not seated properly and it toggled when he checked the firmness of the locking mechanism. He removed the insert and checked for soft tissue impingement and impacted another new cr insert. He encountered the same issue of the insert not seating properly and removed it. He asked for another insert. There was a cs insert available and after ensuring there was no soft tissue impingement and carefully checking the surface of the baseplate, he impacted that insert. The insert slipped straight into the baseplate without the need for impaction. At this point, surgeon said that there was a tolerance between the baseplate and insert was not correct as the insert slipped easily into the baseplate. He decided to remove the baseplate using the triathlon universal baseplate extractor and slap hammer and a range of instruments including flexible osteotomes, micro saw and osteotomes. He removed the baseplate and said the bone had a small fracture at the anterior surface of the proximal tibia. He asked for thetriathlon difficult primary system as he said the patient required a tibial stem which is not consigned at the hospital. The theatre manager said it would take over 2 hours to sterilize the instruments once they were delivered by the stryker after-hours on call person. After a brief discussion with the surgeon, I drove to another hospital and collected a sterile set of difficult primary instruments and implants and delivered them to the hospital. A universal base plate and cemented stem was implanted. The surgeon was pleased to be able to have this system available and the surgery was completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection determined that the damage to the baseplate is indicative of damage caused during the removal of the baseplate from the patient. This damage resulted in only partial dimensional inspection being possible. Where possible dimensional inspection completed on the superior surface, including the wiring retaining tabs, met all specifications. Functional testing was completed satisfactorily with no issue of movement of the insert, when seated upon the baseplate, noted. The event could not be confirmed. Based on the findings of the visual inspection, the damage on baseplate component was most likely caused during the explanation process. Where possible dimensional inspection completed on the superior surface, including the wiring retaining tabs, met all specifications. Functional testing was completed satisfactorily with no issue of movement of the insert, when seated upon the baseplate, noted. No further investigation for this event is possible at this time.

Event description:
Surgeon was impacting a triathlon cr insert into a cemented triathlon baseplate and he noticed the insert had not seated properly and it toggled when he checked the firmness of the locking mechanism. He removed the insert and checked for soft tissue impingement and impacted another new cr insert. He encountered the same issue of the insert not seating properly and removed it. He asked for another insert. There was a cs insert available and after ensuring there was no soft tissue impingement and carefully checking the surface of the baseplate, he impacted that insert. The insert slipped straight into the baseplate without the need for impaction. At this point, surgeon said that there was a tolerance between the baseplate and insert was not correct as the insert slipped easily into the baseplate. He decided to remove the baseplate using the triathlon universal baseplate extractor and slap hammer and a range of instruments including flexible osteotomes, micro saw and osteotomes. He removed the baseplate and said the bone had a small fracture at the anterior surface of the proximal tibia. He asked for the triathlon difficult primary system as he said the patient required a tibial stem which is not consigned at the hospital. The theatre manager said it would take over 2 hours to sterilize the instruments once they were delivered by the stryker after-hours on call person. After a brief discussion with the surgeon, I drove to another hospital and collected a sterile set of difficult primary instruments and implants and delivered them to the hospital. A universal base plate and cemented stem was implanted. The surgeon was pleased to be able to have this system available and the surgery was completed.